Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: use care when handling or adjusting the sheath to avoid damage to the sheath tubing. Remove the sheath from packaging carefully to avoid damage to the sheath tubing. Do not use if the unit package or the product has been damaged or soiled. Based off the event description, it is likely that the sheath had no direct contact with the bruised part; it is possible that the vessel could be scratched if the dilator tip had been bent. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved glidesheath slender was used during the pci procedure. A 6fr launcher guiding catheter (ebu and mac) was used with the 6fr 16 cm gss. Around 1-2 hours after the pci procedures, bruises were seen on the patients' forearm, 2-3 cm distal to the tip of the sheath. There was no immediate patient impact. The procedure outcome and final patient impact was not reported.